Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the cruciform screwdriver with holding sleeve (p/n: 313.99, lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was broken and the broken fragment was not returned. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection was performed on the returned device. The distal tip of the shaft close to broken was measured to be 2.43 mm (calipers ca148p). This is within the specification of 2.45 mm - 0.1 mm. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Cruciform screwdriver w/point, blade. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the cruciform screwdriver with holding sleeve (p/n: 313.99, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cruciform screwdriver with holding sleeve was found broken in the sterile processing department. There was no patient nor procedure involvement. This is report 1 of 1 for complaint (B)(4).